Manufacturer narrative:
A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfxj aortic valve has been placed under consideration for a valve-in-valve procedure after an unknown duration of implant due to aortic stenosis. The patient presented with heart failure and dyspnea on effort. The device was not returned for evaluation as it remained implanted. The patient was a 91 y-o female. No further information was provided by the doctor, such as serial number, implant duration, or medical history.